Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included injection of vancomycin (500 mg, route and frequency not reported) and amikacin (250 mg, once a day, route not reported). The outcome of the peritonitis was unknown. The action taken with pd therapy was not reported. No additional information is available.